Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), product type catheter.if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml baclofen at a dose of around 330mcg/day via an implantable infusion pump for intractable spasticity and stroke. It was reported that the patient was seen for a side port aspiration on (B)(6) 2018. The hcp aspirated the catheter and got cerebrospinal fluid. The patient presented at the emergency department on (B)(6) 2018 with itching and tremors. The hcp reported that the believe they forgot to prime the catheter after the catheter aspiration on the (B)(6) . No further complications were anticipated/reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) serial# (B)(4): product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that oral baclofen was given, and the calculation of the priming time was done. The patient and the patient's spouse were reassured that the problem would resolve within several hours as >29 hours had elapsed. It was reported that the issue had been resolved, and the weight of the patient was unknown. No further complications were anticipated/reported.